Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable thresholds at multiple sites; there was also issue with the lead helix staying retracted. The lead was not used and a new lead was successfully implanted. There were no consequences to the patient.